Event description:
Foley catheter balloon would not deflate after several attempts. The pigtail was cut and the balloon still would not deflate. 2cc's of sterile h20 was injected and was not returned. Pt had to be given to a dose of IV pain medicine and then the catheter was removed with balloon still inflated.